Event description:
The reporter stated that the surgeon was using a three piece collamer lens model cq2015 using folding forceps and he bent the haptic upon insertion into the eye. The lens was removed without enlarging incision and another lens inserted, no patient injury. The reporter stated that the surgeon does not use any cartridge or injector when inserting lenses and that it was due to user error.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is bent and there is a tear in the optic. There is clear surgical residue on the lens.